Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-operative condition on (B)(6) 2004: patient presents with long standing history of incontinence. She has had repairs in the past and was continent for about a year. She now has developed demonstrable gross stress incontinence without frequency, urgency, and incontinence. Urodynamic testing showed a compliant bladder. Procedure performed: transvaginal tape, tension free vaginal urethropexy. Indication for implantation of transvaginal mesh in this patient is stress urinary incontinence, recurrent after previous urethropexy and bladder suspension. The postoperative complications that this patient developed following transvaginal placement of surgical mesh. Mesh implant with prior mesh (pelvicol) revision surgery: 2004: underwent transvaginal tape, tension free vaginal urethropexy using uretex sling. Findings: the vaginal flaps were dissected and the pelvicol sling in the midline was split, and the lateral dissection was performed to push the pelvicol sling away from the peri-urethral tissue. On reviewing the operative report, we noted that the patient had prior placement of pelvicol; however, the details pertaining to this sling was not available for review to elaborate the occurrence. Complications post uretex implantation: the outcome attributed to the device ¿pain, infection, urinary problem, recurrence, vaginal scarring, bowel problems, dyspareunia after mesh placement¿.